Event description:
It was reported that the patient was experiencing pain from spinal cord stimulator (scs) device and was not getting an adequate pain relief. The patient underwent an explant procedure and was doing well post-operatively. The explanted ipg, leads and click anchor were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred approximately six months from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: (B)(4). Product family: scs-lead fixation, upn: (B)(4), model: sc-4318, serial: n/a, batch: (B)(4).